Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer is stating that they received a box of commodes and there were no tips in the box or on the commode. Out of box failure. No other information provided.